Manufacturer narrative:
The crest/thus downloads were successful. The insulin pump was also received with a critical pump error (open book image) alarm and pump error 35 alarm is found in the downloaded history files due to corrosion and moisture damage on the electronics assembly and force sensor. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Device was cut/open to perform visual inspection and found moisture damage at the electrical board 1. Also found moisture damage at the force sensor. The critical pump error occurred during testing. In conclusion, critical pump error (open book) and pump error 35 alarm found in the device history due to moisture damage on the force sensor. (B)(6) 2021 09:21:00.000 alarm alert notification fault number = broken force sensor error (35) (B)(6) 2021 09:31:00.000 alarm alert notification fault number = broken force sensor error (35) device received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Test reservoir/pcap lock properly inside the reservoir tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 530 mg/dl. Customer was also reporting critical pump error alarm and crack on the casing. The customer was reporting open book image. Customer received critical pump error alarm prior to open book image. It was unknown that customer was using insulin pump or not at the time of high blood glucose incident. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will be returned for analysis.